Manufacturer narrative:
Investigation summary: based on all the available information, boston scientific concludes that the visual examination of the device identified that cylinder 1 was damaged and cur in half in the distal cylinder body. The cylinder was observed to have bulging and a large hole in the rear tip bonding. Product analysis concluded that identified bulge in cylinder could affect the functionality of device. Although the device was returned without an allegation, product investigation identified a malfunction of the returned cylinders. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number and facility account number were not available. Device technical analysis: visual examination of the device did not show any leaks in the pump. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. Visual examination of the cylinders identified that cylinder 1 was damaged and cut in half in distal cylinder body. It was observed to have bulging in cylinder body and a large hole in rear tip bonding with detached fabric treads around the rear tip bonding which was result of sharp instrument damage. Cylinder 2 has a leak in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole with broken fabric treads was present. Due to this damage being consistent with explant it will be considered a secondary failure. Functional testing of the pump identified the component performed within specifications. The cylinders were not functionally tested due to the leaks observed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the device was returned without an allegation. Product analysis performed on the device identified that the components did not perform within specification.